Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter product ID: neu_unknown_prog, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient had their pump refilled on (B)(6) 2013 and the hospital forgot to update the pump to say that it was filled. The health care provider (hcp) had told the patient that the pump "might start alarming on saturday that it's low" because of the refill date information not being updated. The patient reportedly had an appointment scheduled with their hcp on (B)(6) 2013. The device system had been used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.